Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to cylinder herniation on right side out of the corpora, the patient had his inflatable penile prosthesis (ipp)3.0 rear tip extender (rte) switched for 2.0 rte. The ipp remains implanted. Nothing was wrong with the ipp, but the physician thought it would fit better with smaller rte. It was reported that the patient is not doing fine. Should additional information be received a supplemental report will be submitted.